Event description:
It was reported that the patient was experiencing inefficient pain therapy and shocking sensations. The patient was admitted to the emergency room and was provided with pain medication. The patients shocking sensation stopped when the patient placed their implantable pulse generator (ipg) into MRI-mode. The patient was planning to undergo a spinal cord stimulator (scs) device explant procedure.